Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/clots") in a 40-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: adderall from 2010 to 2011. Concurrent conditions included body mass index normal. Concomitant products included cannabis sativa (marijuana) for pain management as well as progesterone (progesteron) from (B)(6) 2016 to (B)(6) 2016 and tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced skin disorder ("skin conditions"), bladder disorder ("bladder problems or changes,"), urinary tract disorder ("urinary problems or changes"), palpitations ("heart racing") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"), migraine ("migraines") and feeling abnormal ("foggy brain"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems : broken teeth"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced arthralgia ("joint pain / hip pain") and pain ("body ache"). In 2016, the patient started ibuprofen at an unspecified dose and frequency. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), irritability ("irritability"), affect lability ("emotional lability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping),"), visual impairment ("vision/eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and amnesia ("short memory loss"). The patient was treated with surgery (hysterectomy, bilateral removal of fallopian tubes on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, dyspareunia, anxiety, irritability, affect lability, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, vaginal infection, skin disorder, bladder disorder, headache, feeling abnormal, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, irritable bowel syndrome and pain outcome was unknown, the nausea, migraine, palpitations, tooth fracture, dysmenorrhoea and arthralgia had resolved and the alopecia was resolving. The reporter considered affect lability, alopecia, amnesia, anxiety, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritability, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, fatigue, alopecia, pelvic pain, headache, irritability, anxiety and emotional lability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/clots") in a 40-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: adderall from 2010 to 2011. Concurrent conditions included body mass index normal. Concomitant products included progesterone (progesteron) from february 2016 to april 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), anxiety ("anxiety"), migraine ("migraines"), irritability ("irritability"), affect lability ("emotional lability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, skin disorder ("skin conditions"), bladder disorder ("bladder problems or changes,"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), palpitations ("heart racing"), tooth fracture ("dental problems : broken teeth"), feeling abnormal ("foggy brain"), dysmenorrhoea ("dysmenorrhea(cramping),"), visual impairment ("vision/eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (surgery to remove the essure implant (hysterectomy) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, dyspareunia, anxiety, irritability, affect lability, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, vaginal infection, skin disorder, bladder disorder, headache, feeling abnormal, visual impairment, fatigue, weight increased, weight decreased and gastrointestinal disorder outcome was unknown, the nausea, migraine, palpitations, tooth fracture, dysmenorrhoea and arthralgia had resolved and the alopecia was resolving. The reporter considered affect lability, alopecia, anxiety, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritability, menorrhagia, migraine, nausea, palpitations, pelvic pain, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant and historical drug added, lot number received, events added as follows:-irritabilty, affect lability, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, vaginal infection, rash, skin disorder, bladder disorder, urinary tract diosrder, headache, palpitation, tooth fracture, feeling abnormal, dysmenorrhoea, vaginal discharge, visual impairment,fatiue, weight increased, weight decreased, gastrointestinal disorder, alopecia, arthralgia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/clots') in a 40-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and vision blurred. Previously administered products included for an unreported indication: adderall from 2010 to 2011. Concurrent conditions included body mass index normal. Concomitant products included cannabis sativa (marijuana) for pain management as well as ibuprofen since 2016, progesterone (progesteron) from (B)(6) 2016 and tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced skin disorder ("skin conditions"), bladder disorder ("bladder problems or changes,"), urinary tract disorder ("urinary problems or changes"), palpitations ("heart racing") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"), migraine ("migraines"), feeling abnormal ("foggy brain") and vision blurred ("could not see clearly"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems : broken teeth"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced arthralgia ("joint pain / hip pain") and pain ("body ache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction") with rash, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), irritability ("irritability"), affect lability ("emotional lability"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping),"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and amnesia ("short memory loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, bilateral removal of fallopian tubes on (B)(6) 2016) and wearing glasses and corrected lenses for night driving. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, anxiety, irritability, affect lability, cystitis, vaginal infection, skin disorder, bladder disorder, headache, feeling abnormal, vision blurred, fatigue, weight increased, weight decreased, gastrointestinal disorder, irritable bowel syndrome and pain outcome was unknown, the nausea, migraine, palpitations, tooth fracture, dysmenorrhoea and arthralgia had resolved and the alopecia was resolving. The reporter considered affect lability, alopecia, amnesia, anxiety, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritability, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, fatigue, alopecia, pelvic pain, headache, irritability, anxiety and emotional lability. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2019: fu 6 & 7 were processed together, pfs received : event vision/eye problems was updated to could not see clearly. Reporter information was updated. Medical history was added. Fup of (B)(6) 2019 : social media received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/clots") in a 40-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: adderall from 2010 to 2011. Concurrent conditions included body mass index normal. Concomitant products included cannabis sativa (marijuana) for pain management as well as progesterone (progesteron) from february 2016 to april 2016 and tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced skin disorder ("skin conditions"), bladder disorder ("bladder problems or changes,"), urinary tract disorder ("urinary problems or changes"), palpitations ("heart racing") and irritable bowel syndrome ("irritable bowel syndrome"). In october 2014, the patient experienced anxiety ("anxiety"), migraine ("migraines") and feeling abnormal ("foggy brain"). In february 2015, the patient experienced tooth fracture ("dental problems : broken teeth"). In october 2015, the patient experienced nausea ("nausea"). On (B)(6) -2016, 2 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6) 2016, the patient experienced arthralgia ("joint pain / hip pain") and pain ("body ache"). In 2016, the patient started ibuprofen at an unspecified dose and frequency. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), irritability ("irritability"), affect lability ("emotional lability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, the first episode of cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping),"), visual impairment ("vision/eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), the second episode of cystitis ("bladder infection") and amnesia ("short memory loss"). The patient was treated with surgery (hysterectomy, bilateral removal of fallopian tubes on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, dyspareunia, anxiety, irritability, affect lability, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal infection, skin disorder, bladder disorder, headache, feeling abnormal, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, irritable bowel syndrome, the last episode of cystitis and pain outcome was unknown, the nausea, migraine, palpitations, tooth fracture, dysmenorrhoea and arthralgia had resolved and the alopecia was resolving. The reporter considered affect lability, alopecia, amnesia, anxiety, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritability, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of cystitis and the second episode of cystitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: the following events were added: irritable bowel syndrome and short memory loss. Events onset dates and concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), dyspareunia ("painful sex"), nausea ("nausea"), anxiety ("anxiety") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure implant (hysterectomy) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, dyspareunia, nausea, anxiety and migraine outcome was unknown. The reporter considered anxiety, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including pain (understood as pelvic pain female) and heavy bleeding/clots (understood as genital bleeding). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy). Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), dyspareunia ("painful sex"), nausea ("nausea"), anxiety ("anxiety") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure implant (hysterectomy) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, dyspareunia, nausea, anxiety and migraine outcome was unknown. The reporter considered anxiety, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including pain (understood as pelvic pain female) and heavy bleeding/clots (understood as genital bleeding). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy). Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.